Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty patient board set could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that while preparing the cv-190 evis exera iii video system center for a diagnostic endobronchial ultrasound bronchoscopy (ebus) procedure, there was no image displayed when the bronchoscope was connected. The bronchoscope was able to be used to complete the procedure with the tower. The subject device was not used for the procedure. The procedure was delayed approximately thirty minutes while the patient was under general anesthesia, but there was no adverse health effect on the patient due to the event.

Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service confirmed there was no image due to a faulty patient board set. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.